Event description:
The patient received a thinprep pap test on 2/20/1998. A review of the slide rendered a diagnosis which was was classified as benign cellular changes. The ob/gyn, who reported this adverse event to cytyc, called the patient back to office because cervix looked abnormal during initial sampling. A repeat thinprep was performed on 3/16/1998. A review of the thinprep slide rendered a diagnosis of high-grade squamous intraepithelial lesions. A biopsy was performed on 3/30/1998 and confirmed high-grade cervical intraepithelial neoplasia with glandular involvement. The patient had a hysterectomy. All indications, based on cytyc's investigation into this issue, are that the thinprep system did perform as intended and that there is no information that "reasonably suggests" that it malfunctined cytyc corporation does not believe that the incident reported by the reporting ob/gyn is sufficient to indicate that the thinprep system failed to perform per its intended design. Due to the fact, however, that cytyc cannot, without certainty, determine that the instrument did perform correctly, a decision has been made to issue an MDR to the FDA.